Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box verified a call service 064 motor error alarm. The motor error was not duplicated during investigation. The pump cover was removed to find moisture corrosion on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.